Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), pelvic abscess ("multiloculated pelvic abscess") and neuropathy peripheral ("neuropathy") in an adult female patient who had essure (batch no. 695832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included intrauterine infection and miscarriage (preterm labor-bedrest). Concurrent conditions included hepatitis, gastroesophageal reflux disease since 2010 and libido decreased. Concomitant products included oral contraceptive nos for birth control. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("painful menstrual cycle / dysmenorrhea (cramping),"). In 2011, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic abscess (seriousness criterion medically significant), neuropathy peripheral (seriousness criterion medically significant), amnesia ("memory loss"), abdominal pain ("abdominal pain"), suprapubic pain ("suprapubic pain"), back pain ("back pain"), fatigue ("fatigue"), depression ("depression"), anxiety ("anxiety") and musculoskeletal pain ("shoulder pain"). The patient was treated with clindamycin, co-trimoxazole (bactrim) and surgery (hysterectomy with bilateral salpingectomy. Laparoscopic assisted vaginal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic abscess, neuropathy peripheral, amnesia, urinary tract infection, vaginal discharge, weight increased, abdominal pain, suprapubic pain, back pain, fatigue, depression, anxiety and musculoskeletal pain outcome was unknown and the vaginal haemorrhage, dysmenorrhoea, dyspareunia, menorrhagia and alopecia was resolving. The reporter considered abdominal pain, alopecia, amnesia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, musculoskeletal pain, neuropathy peripheral, pelvic abscess, pelvic pain, suprapubic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion . Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event:amnesia, fatigue,dysmenorrhea, dyspareunia, pelvic pain, alopecia, urinary tract infection, pelvic abscess, abdominal pain . Most recent follow-up information incorporated above includes: on 27-jun-2018: plaintiff fact sheet received: reporters details added. Event outcome updated. Historical, concomitant condition and relevant lab data were added. Events added - shoulder pain, neuropathy and anxiety. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and pelvic abscess ("multiloculated pelvic abscess") in an adult female patient who had essure (batch no. 695832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included intrauterine infection. Concurrent conditions included hepatitis, gastroesophageal reflux disease since 2010 and libido decreased. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("painful menstrual cycle / dysmenorrhea (cramping),"). In 2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and alopecia ("hair loss"). On an unknown date, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), amnesia ("memory loss"), pelvic abscess (seriousness criterion medically significant), abdominal pain ("abdominal pain"), suprapubic pain ("suprapubic pain"), back pain ("back pain"), fatigue ("fatigue") and depression ("depression"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy. Laparoscopic assisted vaginal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, amnesia, urinary tract infection, vaginal discharge, weight increased, pelvic abscess, abdominal pain, suprapubic pain, back pain, fatigue and depression outcome was unknown and the dysmenorrhoea, dyspareunia, menorrhagia and alopecia was resolving. The reporter considered abdominal pain, alopecia, amnesia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic abscess, pelvic pain, suprapubic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 14-oct-2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event:amnesia, fatigue,dysmenorrhea, dyspareunia, pelvic pain, alopecia, urinary tract infection, pelvic abscess, abdominal pain. Most recent follow-up information incorporated above includes: on (B)(6) -2018: pfs+mr received, lot number received, lab data added, patient historical and concomiatnt condition added, events added as :- menorrhagia, alopecia, urinary tract infection, vaginal discharge, weight increased, pelvic abscess, abdominal pain, suprapubic pain, back pain, fatigue, depression. On (B)(6) 2018: fu1+fu2 processed together. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), pelvic abscess ("multiloculated pelvic abscess") and neuropathy peripheral ("neuropathy") in an adult female patient who had essure (batch no. 695832- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included intrauterine infection and miscarriage (preterm labor-bedrest). Concurrent conditions included hepatitis, gastroesophageal reflux disease since 2010 and libido decreased. Concomitant products included oral contraceptive nos for birth control. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("painful menstrual cycle / dysmenorrhea (cramping),"). In 2011, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic abscess (seriousness criterion medically significant), neuropathy peripheral (seriousness criterion medically significant), amnesia ("memory loss"), abdominal pain ("abdominal pain"), suprapubic pain ("suprapubic pain"), back pain ("back pain"), fatigue ("fatigue"), depression ("depression"), anxiety ("anxiety") and musculoskeletal pain ("shoulder pain"). The patient was treated with clindamycin, co-trimoxazole (bactrim) and surgery (hysterectomy with bilateral salpingectomy. Laparoscopic assisted vaginal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic abscess, neuropathy peripheral, amnesia, urinary tract infection, vaginal discharge, weight increased, abdominal pain, suprapubic pain, back pain, fatigue, depression, anxiety and musculoskeletal pain outcome was unknown and the vaginal haemorrhage, dysmenorrhoea, dyspareunia, menorrhagia and alopecia was resolving. The reporter considered abdominal pain, alopecia, amnesia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, musculoskeletal pain, neuropathy peripheral, pelvic abscess, pelvic pain, suprapubic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion . Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event:amnesia, fatigue,dysmenorrhea, dyspareunia, pelvic pain, alopecia, urinary tract infection, pelvic abscess, abdominal pain. Most recent follow-up information incorporated above includes: on 29-aug-2018: update of information (batch is not valid) product technical complaint. Incident: no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), amnesia ("memory loss"), dysmenorrhoea ("painful menstrual cycle") and dyspareunia ("painful intercourse"). The patient was treated with surgery (hysterosalpingectomy to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, amnesia, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered amnesia, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.